Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead recorded a code 1005 indicative of an open circuit condition during shock delivery. The patient was shocked six times by the device, the first five failed to terminate the episode, while the sixth successfully converted the rhythm. During the shocks, high out of range shock impendence measurements were observed, but after the shocks on the recorded event, the values on the shock lead impendence decreased to normal limits. Technical services (ts) noted a gradual rise on the shock lead impedance over the last year. The patient underwent a revision procedure, where this rv lead was surgically abandoned. No additional adverse patient effects were reported.